Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that levophed was being titrated as needed, however the blood pressure was not increasing as expected. Clinician noted that the drip chamber was not dripping at the same rate programed on the pump. The clinician counted drips in the drip chamber to confirm rate. The medication was dripping once every 45 seconds, however should have been dripping 18 drops per minute. Clinician replaced the pump and reprogramed the rate and watched the drip rate, which appeared to be correct, the patient started to respond to the levophed. Counted drips- it was dripping once every 45 seconds and should have been dripping 18 drops per minute. There was patient involvement but impact was unknown.